Event description:
It was reported to boston scientific that during a colonoscopy procedure, using a radial jaw 3 biopsy forceps, the physician noticed, there was some resistance felt during introduction of the forceps into the endoscope working channel. The physician reported spike was bent, not clear when that happened. Procedure finished with another same device.

Manufacturer narrative:
DHR (device history record) review performed, and no deviation was found. Labeling review performed and no anomaly was found. As per provided dfu (directions for use): "endoscopy should be performed only by persons having adequate experience and training," "the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged," "if the device fails to operate properly in any way, or shows any signs of damage, do not use it," "maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope," "if for any reason the biopsy jaws fails to close properly or completely, do not try to withdraw a partially open forceps though a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together," "caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws." It is important to follow dfu instructions since dfu helps to ensure the correct use of the device. The failure was detected during product use; the event description does not evidence a failure detected prior to product usage; as per dfu the unit should be inspected prior to usage, and do not use it in case of failure also explains the best way to handle the device to avoid damaged. Moreoever, as per dfu indications: "maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope," "if for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening, and then withdraw the scope and forceps together." "Caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws." The device was received with a bent needle, all other parts within specifications. The loop test was performed and the device does not close properly due to the bent needle condition. Moreover, it is important to mention that there are current controls during the manufacturing process in order to assure product integrity. Based on all gathered information the most probable root cause is: undeterminable.